Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue in-house where it triggered an 1162 error. Then it was also tested on a psc fixture test platform (pftp) where it passed all tests that had to do with the reported problem. During investigation, there was no fluid intrusion found on or around the axes controller spar connector (acsc), printed circuit assembly (pca) or cannula flat flex cable (ffc). Also, there was no obvious damage seen on the cannula ffc.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the faults 1106 on the universal surgical manipulator (usm). The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had error 1162. Site attempted to perform system reboot but the issue reoccurred the customer has disabled line 3 and continued with only 3 arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the issue occurred post-anesthesia, with ports placed and there was no procedure (aborted).